Manufacturer narrative:
This event is being reported in an abundance of caution. It is unknown what, if any, medical treatment was required. The incident was the result of accidental activation of the joystick by the tray, which is a non-invacare accessory. The invacare chair operated as intended; when the joystick was activated, the chair moved.

Event description:
The patient reported that his tray got caught on the fdx-mcg power chair's joystick, which activated the seating function. He stated that he could not remove the tray from the joystick fast enough to make it stop. He heard a loud pop in his knee and ended up at the hospital where he had an x-ray and was diagnosed with a pulled knee cap.